Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the patient) and reported that her son had been off the pump for 4 moths related to elevated blood glucose (bg) levels and ketones. The reporter also claimed that the patient was found unconscious on the bathroom floor on an unspecified date/time and hospitalized. Multiple attempts were made to contact the reporter to obtain additional information. However, at this time no response has been received by the reporter or patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed ketones, was found unconscious, and hospitalized. It is unclear if there was an allegation that the pump contributed to the patient's injury. Also, the details leading up to the patient's reported injury and hospitalization are unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported bg excursions is unavailable for review due to continued pump use. A review of the total daily dose history indicated that the pump was delivering accurately up to the last date that the pump was used by the patient. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).